Manufacturer narrative:
Conclusion: only the main housing was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.

Manufacturer narrative:
(B)(4). Poor blade performance. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-04923 and 2210968-2012-04924. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2012. During the procedure the blade on the handpiece was not working correctly. Another like device was used with no adverse patient consequences.